Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that that the patient with this inflatable penile prosthesis (ipp) reported ongoing pain and a burning sensation since catheter removal, during which the patient believes staff may have caused injury while cleaning. The patient saw a physician, who considered it normal and scheduled a follow-up in four weeks. However, the patient has not been contacted for that appointment and continues to experience discomfort. The ipp is currently implanted. There is no additional information reported.